Event description:
A report was received in 2002 that a doctor had implanted a memorylens in a pt's eye in 2000, which lens has opacified. At exam in 10/2002 the pt's acuity was 20/40 od. The pt has a pre-existing medical record of heart problems, ulcer, arthritis and amd. The doctor is not planning on explanting the lens at this point in time, but will continue to monitor the pt.